Event description:
It was reported that post operatively, on the day of implant, the right atrial (ra) lead exhibited undersensing and oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.